Event description:
Rep reported that surgeon revised the device as a result that the valve stopped working after an isotope study. The valve stopped flowing at the valve. When the device was explanted it appears that the siphon guard was torn.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.